Manufacturer narrative:
Rexiati, n., aikeremu, r., kadeer, k., fan, y., feng, z., wang, k., . . . Cheng, x. (2018). Short-term efficacy of pipeline embolization device for treating complex intracranial aneurysms. Bio-medical materials and engineering, 29(2), 137-146. Doi:10.3233/bme-171718 the pipeline device has not been returned for evaluation; product analysis cannot be performed. The device has not been returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this article: 2029214-2018-00314 2029214-2018-00315 2029214-2018-00485 2029214-2018-00486 if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found report of pipeline incomplete open during a procedure. The purpose of this article was to evaluate short-term efficacy of the pipeline embolization device (ped) in the treatment of complex intracranial aneurysms. The authors reviewed the clinical data of 29 patients with 32 intracranial aneurysms treated with ped. Of the patients, 22 patients were female and 7 were male; average age was 51.3 years. The article states that a ped did not fully open during release. Balloon angioplasty was successfully used on the ped; the article states that ped was well-open after expansion. The article did not indicate that there was any patient injury in association with this event.